Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient underwent surgical intervention to explant the artificial urinary sphincter (aus) pressure regulating balloon (prb) due to the patient experiencing recurring incontinence. During the explant, all the components were tested and the physician determined that there was not enough pressure in the device to fill the cuff completely. There were no patient complications reported.